Manufacturer narrative:
(B)(4). Date sent: 8/22/2023 d4: batch # 243c65. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with the joint cover damaged, blemishes on the proximal nozzle, and with the jaws partially open with the knife advanced. Also, one gst60w reload is present. The reload was received unfired. Upon visual inspection, the bailout spring was noted as not connected to the pawl. When removed, damage to the pawl-end of the spring was observed. The manual override feature had been used and was reset to test the functionality of the device. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The damage on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. Please reference the instruction for use for more information. The damage to the nozzle is potentially related to a manufacturing process. Based on the condition of the bailout spring information currently available, a product issue was identified during the investigation of the sample received. Device history review a manufacturing record evaluation was performed for the finished device batch number 243c65, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Any troubleshooting steps used between manual release and override? On which did this occur firing? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic appendectomy procedure that the device had no battery power. Battery was removed then reseated. Manual override was used to open the device. No additional information was provided. Another like device was used to complete the procedure. There were no adverse consequences for the patient.